Manufacturer narrative:
The meter was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of an issue with the display of the coaguchek xs meter. There was a black dot in the result area of the meter display when the meter powered up and was waiting for a strip to be inserted. The customer stated they cleaned the meter with a "9 parts water/1 part bleach solution" prior to seeing the black dot on the screen. There was no allegation of a result misinterpretation.

Manufacturer narrative:
The customer's meter was returned for investigation and it powered on with fresh retention batteries without difficulty. A full display check was performed and there were no missing or faded segments. No display issues or malfunctions were observed. The battery compartment was examined and revealed no contamination, corrosion, or damage. The customer's meter was tested with retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 were updated.